Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by pain (unspecified) and cloudy bag. The breach in aseptic technique was further described as caused by their cat, as the caregiver believes that the cat must have contacted the pd disposables. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event (no further details). Action with pd therapy was not reported. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique; however, the caregiver was advised on the importance of following aseptic technique. No additional information is available.